Manufacturer narrative:
The reported complaint was confirmed. The manufacturer's clinical specialist discussed the instructions for use (IFU) with the perfusion team and reminded them on how to use the sensor pads correctly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2021, the perfusion team had intermittent false alarms on the level sensing system, without a message on the central control monitor (ccm) and without a message in the messaging center of the heart lung machine (hlm). The team set up and attached the level pads per the manufacturer's recommendations, used gel and attached the sensors to another manufacturer's rounded reservoir for the procedure. During the procedure, the system gave the perfusionist subsequent 'level not attached' messages. The clinical team has spoken to the customer and discussed options on the reservoir to place the pads, and re-informed the team on how to use the gel pad. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.

Manufacturer narrative:
Per the field service representative (fsr), the perfusionist reported five different times that the sensor was alarming without a message displayed. The fsr could not duplicate any issues with the level sensing system. The unit operated to the manufacturer's specifications. Per data log review, the logs were exported on 14jul2021 with no activity on that date. The activity on the log started on 08jul2021. On that date both the alert and alarm probes were reporting status changed from coupled to uncoupled, back to coupled. When the level detection is turned on this will cause a 'level not attached' alert. Sometimes the uncoupled condition clears too fast for a message to be displayed on the central control monitor (ccm), so an alert tone will occur without an indication of what caused it. The complaint indicates the end user was using a reservoir that does not have a flat surface for the pads to attach to, which could cause this behavior.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the level sensor was randomly alarming without a message displayed. There was no blood loss, nor adverse consequences to the patient.